Event description:
Physician was using an autosuture endo clip iii while performing a laparoscopic gallbladder surgery. The clip applier was used 2 or 3 times and then the jaws of the clipper would not come together anymore. A second clip applier was used to complete procedure.====================== manufacturer response for clip applier, endo clip iii======================manufacturer provided rga# for product return evaluation.